Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the part ID for a replacement central processing unit (cpu); however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a constant alarm that could not be cleared. There was no patient involvement when the issue occurred. No patient or user harm reported. It was reported that the issue was duplicated by the biomedical engineer (bme), and it was observed in the event log that error code 1104 (backup alarm failed) had occurred. The rse advised the customer to replace the central processing unit (cpu) to correct the issue. The customer was provided with the part ID for a replacement cpu. Investigation is ongoing.